Event description:
An altitude alarm was declared by the pump. There was no adverse impact to the customer¿s blood glucose level. The pump's operation was initially suspended, but after instructions to remove obstructions and clean the speaker holes, followed by reconnecting the cartridge, the pump resumed normal operation without further issues.